Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro self activated and began smoking. The pa pulled out the hp and was not depressing the activation button but the unit continued to activate and was still on. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) related to the described issue. (B)(4).